Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the right internal mammary arteries (rima) using ruby coils. During the procedure, the physician placed the initial coils in the target vessel using a lantern delivery microcatheter (lantern). After placing the last ruby coil, the lantern was removed and the final angiography showed that the ruby coil was unraveling out of the rima; therefore, the physician used a snare device to successfully remove the ruby coil. The physician then attempted to pack the proximal portion of the rima with a pod packing coil (podj) using the same lantern; however, the podj was oversized and was therefore, removed intact. The procedure ended at this point and no additional coil was placed to pack the proximal cap of the rima. There was no report of an adverse effect to the patient.